Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced pain, instability, polyethylene wear and femoral debonding. As a result, the patient underwent a left knee revision surgery approximately 9 years and 9 months after initial implantation. The patient was transferred to recovery in stable condition. No further patient impact reported. No further information available.